Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the right side ins battery ran low and their symptoms returned. The patient charged the device for 5 to 6 hours and the battery level was showing 3/4 full, but the symptoms continued. The patient decided to use the patient programmer to check the ins but the patient programmer showed off/ok and the symptoms continued. The patient programmer showed stim off. They turned the stimulation back on and the issue resolved. They felt a shock go up into their "head and everything" initially but within seconds the shaking symptoms in their hand were already 90% addressed. Troubleshooting resolved the reported issue. No further complications were reported as a result of this event.